Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to inform of incorrect results and signal errors. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting on the advia centaur xpt and noted the index pin was misaligned and may have moved incorrectly. Siemens is investigating the event.

Event description:
The customer obtained incorrect test results on an advia centaur xpt instrument. The results were reported to the physician(s). The customer used the same samples to perform repeat testing on an alternate advia centaur xpt. The customer noted that repeated test results fitted the clinical picture and issued corrected reports. There are no known reports of patient intervention or adverse health consequences due to the incorrect test results.

Manufacturer narrative:
Siemens filed the initial MDR on 02-may-2022. Additional information (10-jun-2022): siemens reviewed the instrument and event data, including the actions performed by the customer service engineer (cse). The cse performed a total service call on the advia centaur xpt instrument, replaced a damaged index pin assembly, and verified the instrument's performance. Siemens concluded that the potential cause of incorrect test results was a damaged pin and mechanical malfunction. Siemens performed a follow-up, and the instrument operated as specified post-service repair and required no further evaluation. Siemens updated section h6 (investigation conclusions) to include a new code.